Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with syncopal episodes. Loss of capture and sense were observed due to lead dislodgement. The lead was explanted and replaced. Patient was in good condition during and post procedure.